Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3389s-40, lot# va1ac5z, implanted: (B)(6) 2017, product type: lead; product ID: 3389s-40, lot# va1ac5z, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via the manufacturer representative (rep) reported that the patient was presented in the emergency room with seizures on (B)(6). As a result the patient was started on medications, with a follow up appointment scheduled and it being noted that the patient appears to be doing fine. It is unknown if there were any related environmental/emi factors, and no diagnostics were performed, with the issue resolved at the time of the report. No further complications are anticipated. Additional information received from a healthcare provider (hcp) of a clinical study indicated the patient had an altered mental status. They stopped talking and had left facial weakness. Convulsions were noted. They were escorted to the emergency room. They underwent imaging (x-ray, MRI, CT scan, etc.) As diagnosis on (B)(6) 2017 and (B)(6) 2017, however they were negative both times. They were administered keppra (levetiracetam) in the emergency room. The event resolved without sequelae on (B)(6) 2017. It was noted these symptoms were possibly related to the implant procedure, and not related to the device/therapy. No further complications were reported as a result of this event. The patient's indication for implant is parkinson's dual and movement disorders.